Event description:
The customer reported that the device had a false asystole alarm. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.